Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in the lower abdomen due to a suspected reservoir misplacement. A revision surgery was performed to explant and replace only the reservoir of the device. No device issues nor additional patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Examination of the reservoir found a hole consistent with sharp instrument damage. The reservoir passed the leak testing performed. Based on this information, the reported allegations were confirmed.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in the lower abdomen due to a suspected reservoir misplacement. A revision surgery was performed to explant and replace only the reservoir of the device. No device issues nor additional patient complications were reported.